Event description:
It was reported that the patient was implanted a znn cmn nail 11.5mmx34cm 130 l in (B)(6) 2015 ((B)(6) 2015 was taken as implantation date) on the left side after a fall. On (B)(6) 2015 the patient developed acute pain in left femur with associated fracture of the proximal aspect of the previously placed intermedullary device when getting up from computer desk. The patient underwent a revision surgery in (B)(6) 2015 ((B)(6) 2015 was taken as revision date).

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Device analysis: a device analysis could not be performed as no devices were returned for investigation. Review of incoming information: it was reported on (B)(6) 2015 that the patient fell approximately 4 months ago resulting in a left femoral fracture and had a intramedullary rod placement at that time. The patient did, approximately one month ago when getting up from computer desk, developed acute, pain in left femur with associated fracture of the proximal aspect of the previously placed intramedullary rod. No other documents were provided. Review of internal documents: inspection plan: 100% inspection is mandatory and was conducted for all critical sections. Possible causes for the reported event according to dfmea: breakage of implant due to lack of adequate fatigue strength or due to lack of adequate fatigue strength due to anodization. Possible as the part was not returned and couldn't be excluded. Breakage of implant due to incorrect distal nail design for short nails. Not possible as zimmer research report certify the design and an adverse trend due to inadequate design would have been detected in more than three years of marketing. Breakage of implant due to reuse of a single use device. Possible as no information about first usage or re-usage of the product was provided. Breakage of implant due to off-label use, e.g. Misuse by surgeon. Possible as no surgical reports were returned. Breakage of implant due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel. Possible as no document stating the correct size of implant was provided. Breakage of implant due to screws holes furthest from the fracture line used. Possible as no document stating the placement of the screws was provided. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).